Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, one heartstring seal did not load properly. The device never touched the pt nor did it ever enter the sterile zone area. A replacement heartstring seal was used to complete the procedure. No pt complications were reported by the hospital.

Manufacturer narrative:
Maquet cardiovascular received the device in 2008. The visual inspection showed that the seal is still inside the loader and the delivery device was removed from the loader. Maquet is performing a more detailed investigation. A supplemental report will be submitted when the investigation has been completed and the final failure analysis has been received.